Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was not confirmed that there was nothing wrong with the gain calibrations. They were able to perform the calibration without any issues. The rep verified that the 3d nav scans were aligned correctly and performed a 3d cal verification 20cm on the right side. This was the side in question, per the site. Verification passed. No issues were found. They performed a system checkout and the system was working as intended. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the customer believed the gain calibrations was the cause of the scans being 2cm off. The health care professional noticed that the 3d nav scan was off by 2cm. The system would not pass x-ray calibration. No patient was present at the time of the event.